Event description:
In 2009, customer reported seeing either hi or h1 on the screen display of the aviva meter, which is not reportable per current criteria. A request was made for the return of the meter and replacement was sent. In a follow-up contact by manufacturer's agent, customer reported he was admitted to hospital the next day for hyperglycemia at a time when the aviva system was unavailable for use because replacement from manufacturer had not yet been delivered. A request was made for the return of the system and replacement product was sent.

Manufacturer narrative:
The customer was unable to obtain a result because the replacement device had not yet been received from the manufacturer.